Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that during preparation of a patient for surgery the system malfunctioned with the following error message: "image processing not available". Restart of the system did not resolve the problem.